Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to high out of range impedances values greater than 2000 ohms. The lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned for analysis. Visual and x-ray inspections revealed inner and outer conductor coils were stretched, and lead tip damage that were consistent with explant induced damage. Resistance tests were completed to assess electrical performance and inner insulation integrity of both segments, and the measurements throughout these tests were within normal limits. Visual inspection also showed a layer of calcification was built up on the lead tip/helix. Analysis determined that these calcium deposits likely contributed to the observations of high out of range pacing impedances.

Event description:
This report is being filed with analysis details.